Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient had a fall and the ipg was not able to connect to any external devices. A manufacturer representative met with the patient and was able to recover the ipg. The device is providing therapy.